Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 10. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.